Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Expiration date not currently available.

Event description:
It was reported that the needle was broken when the surgeon inserted 2nd anchor to the patient¿s body during acl reconstruction surgery on (B)(6) 2018. The broken fragment was retrieved from the patient¿s body, so that there was no broken fragment in the patient¿s body. Then, when the surgeon used the alternative device (same p/n and lot number) to insert the 2nd anchor to near tibia, the first anchor was got dissociation. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. This complaint can be confirmed. It was observed that the front needle of the device was broken off. The trigger was pulled several times, and the spring could be deployed/ retracted however the operation was very rough resulting in noise from the spring rubbing against the shaft of the device. A new product development (npd) quality engineer was consulted for further insight into the failure. The npd engineer indicated that the device could have broken if the user had pressed the needle against a stiff meniscus which is observed in some patients, therefore is a potential root cause for the reported failure. However, we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-53065.